Manufacturer narrative:
Evaluation summary: evaluation of the returned device highlighted the presence of a pinhole of 0.2 mm in the central part of the balloon. (B)(4). Evaluation results: patient morphology affected effectiveness of device (90% stenosis, tortuosity, and calcification). Conclusion: device failure/lack of effectiveness related to patient condition (90% stenosis, tortuosity, and calcification).

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to predilate a lesion located in the common iliac artery which exhibited 90% stenosis, mild tortuosity and mild calcification. No abnormalities were noted during preparation of the device and inspection prior to use; however, it was reported that the balloon of the admiral xtreme device ruptured on 1st inflation to 8 atms. The procedure was successfully completed with another admiral xtreme device of same size. The patient is reported to be fine and no other clinical sequelae were reported.